Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. The customer reported no issues with troponin I quality control (qc). Qc data supplied indicated troponin I qc level one was within specifications on (B)(6) 2008 and troponin I qc level three was within specifications on (B)(6) 2008. A system check performed on (B)(6) 2008 conformed to specifications. Interference testing was performed and revealed two kinds of interferences: a heterophile interference and an interference which likely relates to alkaline phosphatase. This interfering compound, distinct from heterophile antibodies, causes reproducible false positive results. Product labeling: for assays employing mouse antibodies, the possibility exists for interference by human anti-mouse antibodies (hama) in the sample. Human anti-mouse antibodies may be present in samples from pts who have received immunotherapy or diagnostic procedures utilizing monoclonal antibodies or in individuals who have been regularly exposed to animals. Additionally, other heterophile antibodies, such as human anti-goat antibodies, may be present in patient samples. The access accutni results should be interpreted in light of the total clinical presentation of the pt, including: symptoms, clinical history, clinical examination, electrocardiogram (ECG), data from additional tests, and other appropriate info. Medical decisions should not be based on a single accutni determination at one time point. This reportable event was identified during a retrospective review of product complaints conducted from (B)(6) 2008 through (B)(6) 2010 for additional reportable events.

Event description:
The affiliate alleged the customer reported elevated troponin I (accutni) results, above the acute myocardial infarction (ami) cutoff, for one pt on multiple samples involving unicel dxc 600i synchron access clinical system. The elevated results were discordant to an alternate methodology, which was negative. The elevated results were not released out of the laboratory. There has been no report of pt injury or change in pt treatment associated with this event. The customer supplied beckman coulter, inc. In (B)(4) with the pt sample for further analysis.